Manufacturer narrative:
The device was manufactured from february 10, 2020 - february 11, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume infusors burst with the chemotherapy drug leaking into the containers during filling. There was no patient involvement. No additional information is available.